Manufacturer narrative:
The initial MDR was submitted with a 510k number but this device is exempt and does not have a 510k associated with it.

Manufacturer narrative:
(B)(6). Results: bd received 2 samples from the customer facility for investigation in support of this complaint. Both used samples were examined and the rubber sleeves appeared fully recovered. A review of the manufacturing records (DHR) was completed for the incident lot and no issues were identified. A nonconformity in the usage of the device exists, as the maximum number of tubes to be used on the np cannulation end is listed as 6, where the reported incident occurred after 10th tube. Conclusion: unconfirmed complaint. Bd was unable to duplicate or confirm the customers¿ indicated failure mode because the defect was not evident in the examination of the returned samples, no abnormalities were in the DHR, and the nonconformance with the number of tubes used.

Event description:
It was reported that the rubber sleeve didn't recover after 10th tube change on a bd vacutainer® flashback blood collection needle, 21gx1", with the black shield. No serious injury, blood to mucous membrane exposure or medical intervention was reported.